Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. A peel-away sheath/dilator assembly provided by the customer. The dilator body was also bent approximately 4 cm from the base of the hub indicating that resistance was met during insertion. The sheath tip was split and pushed back on both sides. The damage observed with the assembly, as seen in previous similar complaints, is the result of hitting or pushing against a hard surface during insertion. The IFU states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report if they enlarged the puncture site. A DHR review was performed on the sheath and dilator with no relevant findings. Based upon the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was being placed into the patient's basilic. During insertion the sheath began kinking and peeling upon insertion. As a result, a new kit was opened and used successfully. There was a delay in treatment and no patient death or complications reported.